Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse was getting erratic temperature which was affecting the water temperature and needs help troubleshooting this issue. In arctic sun device, the patient temperature 34.3c, targeted temperature 33.5c, water temperature 21c and flow rate 1.1 lpm, no alerts in event log, esophageal probe in use. Probe did not have the proper connections to test it with the bedside monitor. The nurse tested with an axillary and it correlated to 34c. When attempting to reconnect the probe there was no reading at all at this time. Obtained another temperature in cable and restarted therapy. The flow rate was 1.1 lpm. The nurse will call back if they have any further issues.